Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that this device recorded a code 1003 indicative of battery voltage too low for the projected remaining capacity. This ICD remains in service. No adverse patient effects were reported. Due to the limited information received, further follow-up to obtain related details was not possible.